Event description:
It was reported from ge healthcare engineering that the autocalibration feature in the stenosis analysis application does not recalibrate automatically on each new measure. It recalibrates only on manual request. The concern is for possible misdiagnosis.

Manufacturer narrative:
The event was reported during testing in an engineering lab at ge healthcare. Field correction is planned.